Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display was missing pixels. Analysis also found that the upper case, side bail covers, ring cover and battery drawer were broken, that the battery contacts were compressed, the ring bail was bent and the encoder flex was contaminated and damaged. All affected parts were replaced. (B)(4).

Event description:
It was reported that the external pulse display had lines through its bottom display and was missing pixels. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the external pulse display had lines through its bottom display and was missing pixels. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.